Event description:
Heartware left ventricular assist device (lvad) with chronic (B)(6) driveline infection presents for second hospitalization for management of driveline infection with IV antibiotics. (Required surgical incision and drainage 4 months prior).